Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to deliver a bolus greater than the maximum bolus setting, the pump did not display the message that asks the customer if they would want to deliver the remainder of their bolus. The customer's blood glucose level was over 200 mg/dl. During troubleshooting with tandem customer technical support (cts), it was confirmed that the notification was present when a bolus greater than the maximum bolus setting was delivered.